Event description:
The customer has alleged pain and burns from their elvie pump. Customer has not confirmed any medication/treatment.

Manufacturer narrative:
The customer care team requested that they perform a remote heat check in order to determine that the device is working within it's temperature specifications. Unfortunately, the customer was not willing to participate in this testing, however, they have requested to return the device. The customer care team have provided the customer with a return kit to enable this and upon receiving the device the relevant checks can be made. Any results from this investigation will be sent in a follow up report.